Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was "high", although a specific value was not given. Customer administered a correction bolus via pump to address bg level. Reportedly, the customer administered a manual injection to address elevated bg level and continued to use the pump for insulin therapy.